Manufacturer narrative:
One activated sample in an open tray was returned for evaluation. A visual inspection was performed and a piece of lint was found attached to the needle catheter. A DHR review was conducted for lot 7058859, results show that it meets all established manufacturing criteria. A manufacturing review revealed that during the manufacturing assembly process, the product is sort and inspected 100% per this defect in order to identify and scrap any device with foreign matter than can be present through process, if some issue is detected during the inspection all that product is scraped as part our procedures. Conclusion: the customer complaint was not confirmed. The returned sample was already was opened and therefore it is unable to be determined if this is a manufacturing related issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a customer found a piece of foreign matter (lint) attached to bd nexiva¿ diffusics¿ closed IV catheter system needle, before use. There was no report of serious injury, or medical intervention.

Manufacturer narrative:
Catalog number updated to show 383591. Original catalog number reported was incorrect (393591), and off by 1 digit.